Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, long leaflets, and prominent chordae. A mitraclip xtw (50121a1112) was inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. Three clips were then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. On (B)(6) 2025, the patient presented to the hospital with tachycardia, with rates up to 200 beats per minute (bpm). The patient was transferred to the intensive care unit (ICU) and the patient was treated with drug therapy. After successful drug therapy, a transthoracic echocardiogram (tte) was performed and revealed that the second clip (50218a1064) previously implanted, had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase. It was noted that at this time, the patient was hemodynamically stable. On may 19, 2025, the patient's conditions worsened. The patient experienced cardiogenic shock due to right ventricular failure. The patient was transferred to surgery, where a mitral valve replacement and tricuspid valve annuloplasty was performed. A transesophageal echocardiogram (tee) was performed during the surgical intervention and revealed that the third implanted clip (50218a1063) had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase. It was noted that the first implanted clip remained stable and attached to both leafles. After the surgical intervention, the patient died due to right ventricular failure. It was noted that pre-existing to the patient's death, the patient had a significantly elevated pulmonary artery pressure (pap) of 50mmhg.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information provided, the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy (prolapsed posterior leaflet, long leaflets, and prominent chordae) and patient conditions (severe tachyarrhythmias). The reported patient effect of recurrent mr appears to be due to the slda. The tachycardia could not be determined. Mr and tachycardia are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and medication required were a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.